Event description:
The customer reported via phone call that the insulin pump alarmed button error and screen is frozen. The customer did not recall any significant events leading to the alarm. Blood glucose value was 186 mg/dl. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm during testing. The insulin pump had a cracked battery tube thread, cracked case neat display window corners, minor scratches on display window and cracked reservoir tube lip noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.